Event description:
The impedance of the implantable cardioverter defibrillator (ICD) was elevated and out-of-range. It was further reported that the ICD was oversensing resulting in inappropriate shocks. The ICD was removed and the lead was capped.